Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room (ER) with a blood glucose (bg) of 800 mg/dl. Subsequently, customer was taken off the pump and admitted to the hospital for a duration of 3 days. No additional information was provided regarding the high bg.